Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis voluntary MDR/medwatch report number mw5181458. This is 2 of 2 reports of medical intervention that occurred two separate times. Please see related record (B)(4).

Event description:
A voluntary MDR/medwatch report was received on 01/26/2026. It was reported that an adverse event occurred. The date of the event is an approximation. According to a report received via maude due to these reported discrepancies (see related report (B)(4)), the customer began checking her blood sugar with a glucometer 6-8 times per day, resulting in increased use of test strips. She reported using a tandem mobi in a modified closed-loop configuration. The customer additionally reported having had ¿recent ambulance visits and hospitalizations this year on dexcom g7¿ due to ¿low and high / keto sugar levels.¿ no further details, dates, medical evaluations, or treatment information were provided. At the time of the report, no additional patient information was available. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was received on 02/17/2026. Data was further reviewed. Data investigation could not confirm the adverse event, the alerts functioned as intended at their respective thresholds. However, a cgm accuracy issue was found in connection to the reported allegation. Cgm read 92 mg/dl at 10:04 pm on (B)(6) 2025 and fs read 140 mg/dl at 10:07 pm. Inaccuracy is 34% with a point difference of 48. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) b5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H6 codes: investigation conclusion - additional information. H10: corrected data.